Event description:
Ous MDR - after an implantation time of approx 62 months, a loss of ventricular capture was reported. No adverse pt side effects have been reported.

Event description:
The director of nursing at the customer's facility called baxter technical service on 9/11/09. The director of nursing reported an infus-or pump that alarmed and stopped infusing propofol to a patient resulting in an interruption of therapy to the patient in or. The director of nursing reported the batteries were replaced and the pump still alarmed and infusion stopped. The pump was replaced and patient's therapy continued. This was found during patient use, with no patient injury reported or medical intervention needed. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. The reported issue of pump stops intermittenly and alarms was not confirmed. The pump was tested for accuracy and met all specifications. Pump has been returned to the customer.

Manufacturer narrative:
(B) (4)the device has been requested for evaluation. If device is received and an evaluation performed, a follow-up report will be submitted.